Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this implantable pacemaker emitted no magnet response. Electrogram review revealed second degree heart block and no pacing was visible. This device was implanted in 2002 and was reported to have reached end of life (eol). No changes have been performed on this system and currently this device remains implanted and in service. No adverse patient effects reported.